Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to this issue, the audio bolus button cover was missing. The button could not be tested due to this. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.